Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down for an air leak and not cooling. They tried to run a calibration and failed for an error 80 for not cooling (bad mixing pump), chiller temperature (t4) was 4.4 degrees, device had 13k hours on it and explained that it was most likely due for the 2000 hour pm, they would order the parts and replace them in biomed. Per sample evaluation results on 08jan2025, evidence of seal leaking around the chiller pump to chiller tank. Tank support bolt head sheared off with the remaining bolt left in the tank pem nut. The remaining piece of bolt could not be removed. Blackened connectors from the power inlet module to ac main voltage circuit card connection. Circulation pump to manifold missing clamp. Pt1 connection to isolation circuit card has broken solder joints. Chiller molded tube was replaced due to tearing upon disassembly of the tank. Main harness wiring was found to be routed incorrectly.

Event description:
It was reported that the biomed had the arctic sun device that was sent down for an air leak and not cooling. They tried to run a calibration and failed for an error 80 for not cooling (bad mixing pump), chiller temperature (t4) was 4.4 degrees, device had 13k hours on it and explained that it was most likely due for the 2000 hour pm, they would order the parts and replace them in biomed. Per sample evaluation results on 08jan2025, evidence of seal leaking around the chiller pump to chiller tank. Tank support bolt head sheared off with the remaining bolt left in the tank pem nut. The remaining piece of bolt could not be removed. Blackened connectors from the power inlet module to ac main voltage circuit card connection. Circulation pump to manifold missing clam. Pt1 connection to isolation circuit card has broken solder joints. Chiller molded tube was replaced due to tearing upon disassembly of the tank. Main harness wiring was found to be routed incorrectly.

Manufacturer narrative:
The reported issue was confirmed. The root cause was unable to be isolated. The instructions-for-use under baw2800548 rev 2 and baw2800424 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.